Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a choledocholithiasis treatment procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the hydrophilic tip of the jagwire guidewire was detached inside the hepatic duct exposing the tip of the metal corewire. The physician attempted to retrieve the detached tip but failed. The physician is monitoring the patient to see if the detached tip will pass naturally the procedure was completed with a different device. There were no serious injuries reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the guidewire presented no damage. No evidence of corewire fracture and the ptfe jacket did not present any anomaly. The complaint is not consistent with the return that the distal tip was detached exposing the tip of the metal corewire. The device showed neither evidence of the alleged issue, nor any defect which could have contributed to the reported event, therefore, the most probable root cause is not confirmed. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a choledocholithiasis treatment procedure performed on (B)(6), 2014. According to the complainant, during the procedure, the hydrophilic tip of the jagwire guidewire was detached inside the hepatic duct exposing the tip of the metal corewire. The physician attempted to retrieve the detached tip but failed. The physician is monitoring the patient to see if the detached tip will pass naturally the procedure was completed with a different device. There were no serious injuries reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.